Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.